Manufacturer narrative:
Pump received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. Pump was monitored and no unexpected low battery alert or failed battery test alarms occurred during testing. Visual inspection of the battery tube shows the threads are not stripped and the battery cap securely held the battery in place during testing. Pump received with stripped battery cap coin slot (p), cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading was 100+ mg/dl. Customer stated that she was unable to remove the battery cap because it was stripped. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.